Event description:
The customer contacted baxter's technical service center to report having issues on the homechoice (hc) machine during use, patient connected in dwell 1. The caregiver (cg) stated that the home patient (hp) was having problems last night and disconnected from the machine in fill 4 of 4. The cg stated that the hp had an ultrafiltration reading of -3500ml. The baxter technical service representative (tsr) drained 4508ml in dwell 1, initial drain volume (idv) equaled 24ml. The tsr checked the programming. The total volume equaled 8000ml, fill volume (fv) equaled 2000ml, last fill volume equaled 0ml, and initial drain volume alarm equaled 0ml. The hp wanted to continue with therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During the review of the device history record review there were no abnormality observed. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The reported iipv cause was not found as the device was not returned for further evaluation.